Event description:
A durable medical equipment supplier (dme) reported a heated humidifier was returned by a customer after it allegedly malfunctioned and overheated the water in its tank. No harm or injury was reported. The heated humidifier was returned to the manufacturer for evaluation in (B)(6) 2008. Operational testing of the device was performed to assess its performance. The humidifier regulated temperatures to design specifications at each of its 5 temperature settings. The problem reported by the customer was not replicated. Externally, both the water tank returned with the humidifier and the humidifier's heater plate were found to be contaminated with a white residue. The presence of this residue, similar to that resulting from non-distilled water evaporation, suggested the device was likely used with non-distilled water on multiple occasions. The use of non-distilled water is contrary to product labeling (ref user's manual, part #1040469, "introduction / warnings and cautions").

Manufacturer narrative:
An examination of the device's electronics revealed deposits of white residue on the device's printed circuit assembly (pca), similar to those found on the device's external surfaces. Minor corrosion on both the top and bottom surface of the pca, confined to the areas of the pca contaminated with the white residue, was also observed. The manufacturer believes that fluid ingress and subsequent contamination caused the corrosion on the pca surfaces; however, no evidence was observed that the corrosion had adversely affected the device's performance, or was related to the customer complaint. The device was forwarded to sustaining engineering for further analysis of the reported problem. It was not until this analysis by sustaining engineering in (B)(6) 2009, which included testing of the device's thermal cutout protection with the heater temperature controller circuit bypassed, that an actual malfunction of the device was confirmed. This testing revealed that the thermal cutout circuit did not open and perform to specifications. Based on this finding and the customer's allegation the manufacturer made a determination to submit a MDR for this product problem. The manufacturer is investigating this issue further and will file a follow-up report when the investigation is complete.